Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining false positive rheumatoid factor (rf) results that were reported out of the laboratory, generated by the unicel dxc 600 pro synchron chemistry analyzer. Customer sent out all positive samples for confirmatory testing. One patient example result was provided, by the customer, with an original result of 22 iu/ml and a confirmatory result of <6.0 iu/ml. Patient treatment was not affected in this event.

Manufacturer narrative:
Customer was using biorad control and was having trouble with a positive bias. The customer then switched to beckman control and qc was not a problem. Service was not needed for this event as it was a reagent issue. Investigation into root cause of this issue is ongoing.